Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for device analysis. Functional testing and visual inspection was performed during the investigation. The customer reported complaint could not be duplicated, the device did display the alarm "no cassette, unable to perform the operation." There was no actual occurrence of the reported problem in the device, which due to that the root cause could not be determined.

Event description:
It was stated in the report that when the cassette was connected, the display shows "no cassette, unable to perform the operation." This occurred during priming at patient's home, no patient involvement and no patient harm or adverse event reported.